Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 291 mg/dl. The customer stated that she changed the infusion set the day before the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer also mentioned that the cannula was bent when she removed the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.